Manufacturer narrative:
The force of the impact of the anesthesia cart onto the patient support was of such extent that it exceeded the specifications 18.5 times. The impact force on the patient support was calculated at 74kn (74.000n). The interface between the patient support and the aluminum floorplate was still intact but the wooden floor to which the floorplate was connected became delaminated. There were no additional anchors used into the construction floor, however, these additional floor anchors would not have prevented the patient support from tipping over with such high impact forces.

Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once complete.

Event description:
Philips received a report of an attraction incident with an anesthesia cart that was brought into the examination room. This caused extensive damage to the mr system and caused the patient support to topple over. There was no patient involvement.